Event description:
It was reported, the stopcock detached completely while in the pt during the procedure. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection of the returned needle revealed the stylet and wave spring were missing. The valve/handle was loose and not attached to the needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address the wave spring issues (detaching, lack of tension, missing). Date report submitted to FDA by manufacturer: 11/10/2010. Date the initial reporter provided the information to the manufacturer: (B)(6)2010.